Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device exhibited oversensing and noisy signals on this left ventricular (lv) channel. Upon review of the presenting electrogram (egm), technical services (ts) stated there was non-physiological noise on the lv egm with occasional oversensing. The one-year trend data for the lv lead showed a highly variable intrinsic amplitudes and lv threshold values were elevated, measuring around 2v to 5v. There was loss of capture (loc) noted on the lv lead and impedance measurements were within the normal range. It was noted that the lv auto threshold (lvat) tests showed mechanical noise on the lv egm that was resulting in lv pacing inhibition. Ts recommended to perform thorough in-clinic testing and to evaluate the mechanical integrity of lv lead. This lv lead currently remains in service. No adverse patient effects were reported.